Event description:
Same case as: 2134265-2010-00831. It was reported that post-coronary drug eluting stenting treatment procedure, subacute thrombosis occurred. The vascular access site was the right femoral artery. The 80% stenosed, eccentric, de novo target lesions were located in the mildly tortuous, non-calcified left anterior descending (lad) artery. The proximal lesion was 24mm long and the vessel was 2.5mm in diameter; the distal lesion was 25mm long and the vessel was 2.5mm in diameter. An 8fr jl4 guide catheter, .014 non-bsc guide wire and a .014 ht floppy guide wire were advanced in the vessel. The lesion site was then pre-dilated with a non-bsc 2.5x30mm balloon. Immediately after pre-dilatation the residual stenosis was <50%. Next, two taxus liberte stents (2.5x28mm) stents were implanted in the vessel with no gaps between the two. Another non-bsc 2.75x30mm balloon was used to post-dilate the stents. Intravascular ultrasound (ivus) was used to confirm the stents were well positioned and well apposed. The procedure was completed and no patient complications were reported. Medications pre-procedure included versed 2mg; during the procedure angiomax bolus, intra-coronary nitro, morphine and plavix; post-procedure the patient received plavix and aspirin. Approximately one day post-procedure, the patient experienced chest pain and in-stent thrombosis was observed in the lad. The patient was being treated with plavix and aspirin at the time of the event. To treat the event, the vessel was re-ballooned to stabilize the patient and then sent for bypass surgery. No further patient complications were reported and the patient status is reported as "fine".

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).